Event description:
It was reported a leaking midline. Add info rcvd 02/18/2022: description: trimmable midline leaking at the site what type of catheter securement was utilized? Stat-lock.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx1667 showed seven other similar product complaint(s) from this lot number.